Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer fell and the touch screen became shattered. Additionally, pump would not turn on due to the damage. Customer's blood glucose was 150 mg/dl. Reportedly, customer reverted to a backup pump for insulin therapy.